Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the radiofrequency (rf) connector was loose. It was also noted that the power cord door was broken.

Event description:
It was reported that telemetry could not be established even with a new rf (radio frequency) head. Wireless telemetry works fine. The programmer was returned for repair. No patient complications were reported as a result of this event.